Event description:
It was reported that high impedance was observed. Lead was replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.